Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that around january this year patient noticed loss of therapy. They also reported they felt like stimulator was close to their skin. Patient was redirected back to their healthcare professional (hcp) to check on device and symptoms. No further complications were reported or anticipated.